Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance is affected. The user was re-implanted in november 2022.

Manufacturer narrative:
Conclusion: investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user_s hearing performance is affected. Adjustments to the fitting were made and hearing was found to be acceptable. However, after two-year's observation, the user's hearing performance was getting worse. The user was re-implanted in (B)(6) 2022.